Manufacturer narrative:
Section d10: concomitant devices - pf splined plasma sz 11 (cat# 160-20-11 / serial# - nv crown cup no hole 52mm group 2 (cat# 180-00-52 / serial# (B)(6), - cocr fem head 32mm +3.5 offset 12/14 (cat# 142-32-03 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, who had their left hip implanted in 2010, underwent a revision procedure approximately 14 years post the initial procedure. The reported information indicated the patient had an old hip in and needed a new liner. The liner had superior wear and the patient had a new head and liner implanted. There were small plastic particles from the wear found during the procedure which were removed. There were no surgical delays during the procedure. The explanted liner was a recall device. No x-rays were able to be obtained. No device images were provided. The devices are not available for return as the hospital would not release them.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.